Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine implant. During the procedure, the physician needed to retract and reposition the lead due to poor sensing. Upon repositioning the lead helix would not deploy and a stylet could not be advanced though the lead lumen. The lead was exchanged. The patient was stable.